Event description:
It was reported that the atrial lead triggered a lead impedance warning; however, no date was indicated and no high or low impedances were noted. The lead was reported to be stable with good impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5068 implantable pacing lead (B)(6) 1998. (B)(4).